Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found evidence of kit preparation mishandling. Pas advised to clean the workspaces and common touch points. Customer informed that they traced the spike in positivity in the wl in question to one operator. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic field application specialist (fas) reported on behalf of customer an increased positivity rate on their sars-cov-2 tma runs using assay lot 278953 on panther instrument sn (B)(4). They were unsure if there was a spike in sars-cov-2 in the area or if the issue was due to the air conditioner unit above their sars samples. All environmental swabs on the instrument were negative. Hologic product application specialist (pas) reviewed wl 001400-20201005-54 to identify any potential contamination; the wl had 3 positives out of 168 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.